Event description:
The pt stated she has been experiencing unexplained high blood glucose readings. She stated her blood glucose measured "hi" on her blood glucose monitor. She stated she gave herself an insulin injection to lower her blood glucose. The pt was instructed to disconnect from her infusion device and to bolus 3 units. Insulin dripped from the infusion tubing. The pt was advised to change her infusion set and insulin cartridge. The pt was not available for follow up. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.